Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard stop was completely dismounted. A field service engineer (fse) found loose screws and remounted the hard stop, verified that all other drawer hard stops were secure, successfully completed drawer recovery, the hardware test application passed, and confirmed the drawer access through inventory in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a broken drawer. The drawer could not be closed or locked. Inspection revealed that the latch was missing or broken, preventing proper closure and functionality. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.